Manufacturer narrative:
Batch review performed on (B)(6) 2021. Lot 1901318: 125 items manufactured and released on (B)(6) 2019. Expiration date: 2024-05-13. No anomalies found related to the problem. To date, 119 items of the same lot have been already sold. Another similar event has been reported.

Event description:
The patient came in due to signs of infection 1 month after the primary and the pathogen is unknown. The surgeon performed a washout and revised the liner and the surgery was completed successfully.